Manufacturer narrative:
The field service representative (fsr) removed the pvc connector, cleaned the connector threads, placed pipe dope on the threads and re-installed. The cooler heater did not leak after the preventative maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. This complaint is related to MDR #1828100-2013-00980. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit was leaking at thermostat pvc connection. Since the event occurred during preventative maintenance, there was no patient involvement.